Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a lock line jam, the clip opening while locked and surgical intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), previous cardiac surgery, and five implanted stents. During a mitraclip procedure, the gasping target was a2 and p2 leaflets. During lock line removal, resistance was not initially felt. Eventually, the lock line could not be removed. Tension was place on the lock line in an attempt to free the clip from the leaflets, which was unsuccessful. The intention was to remove the clip with the clip delivery system (cds), and use a replacement. It was decided to deploy the clip with the lock line remaining attached. The cds was removed and the clip remained on the leaflets. When the second end of the lock line was grabbed, the clip jumped open to 190 degrees, releasing the leaflets. The patient went into surgery with the clip held by the lock line, and attached to the sgc in the septum to avoid embolization. There was no damage to the valve. The clip was explanted during mitral valve repair (alfieri technique) and a mitral ring was implanted to resolve the mr. The clip was easily removed from the left atrium. The patient was hospitalized for three additional days. The surgery went well and the patient is stable. The patient was discharged on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
The reported expulsion (complete clip detachment) from the leaflets could not be replicated in a testing environment due to procedural/operational circumstances. The reported difficult to open or close (clip jumping) and unintended movement (clip open while locked) could not be replicated in a testing environment due to the returned condition of the device (clip was deployed and returned separate from the clip delivery system/cds). Mechanical jam associated with the inability to remove the lock line, however, was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability removing the lock line appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. The reported clip jumping open and unintended movement of clip opening while locked resulting in expulsion (clip detaching from both the leaflets) appear to be related to user technique/ procedural circumstances associated with attempts to remove the lock line. Mitral regurgitation appears to be related to the complete clip detachment (expulsion). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Surgical intervention, removal of foreign body and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott senior clinical engineer. The reviewer noted that "three (3) fluoroscopic still images were provided. In the first image a single, fully deployed clip can be visualized with no cds in view; the clip arms appear to be in the fully closed positioned (~10°). It was reported "during lock line removal, resistance was not initially felt. Eventually, the lock line could not be removed. Tension was place on the lock line in an attempt to free the clip from the leaflets, which was unsuccessful. It was decided to deploy the clip with the lock line remaining attached. The cds was removed and the clip remained on the leaflets". Based on the reported incident details, the image was likely taken after the clip was deployed (mechanical separation) with the lock line remaining attached to the clip. The lock line is not a metallic component and cannot be visualized on fluoroscopy. The next two fluoro images show the same instance in which the deployed clip is located at the sgc soft tip; the clip arm angle appears to be ~180°. This aligns with the reported incident details that "the clip jumped open to 190 degrees [when removing the second end of the lock line], releasing the leaflets. The patient went into surgery with the clip held by the lock line, and attached to the sgc in the septum to avoid embolization.¿